Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped working and alarmed 'gas loss'. This issue happened repeatedly. There was no harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6, h11. Since the field service engineer (fse) was unable to reproduce the reported issue, this complaint has been determined to be non-reportable to the FDA. Upon further review, it was identified that an initial emdr was submitted in error. As this event does not meet the criteria for FDA reporting, no follow-up emdr is required.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, investigated the customers complaint with gas loss in iab circuit. Fse could not reproduce the customer stated issue. With reviewing the logs, fse did saw gas loss in iab circuit alarms from on (B)(6) /2025. Functional tested without any further failures or issues. All work performed on maintenance so# sa-00084165. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.